Event description:
Caller (clinical nurse mgr) alleged discrepant results between an inratio2 and an inratio meter. Results as follows: date: (B)(6) 2012, inratio 2: 2, 0.9, inratio: 1. Caller tested herself on an inratio2 meter and result was 2 inr. She tested herself with the same lot of strips on an inratio meter from a different office and obtained a 1 inr. She retested again on the inratio2 meter in question while on the phone with technical services and obtained a 0.9 inr.

Manufacturer narrative:
Investigation pending.